Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that, during surgery, the 2mm drill bit (unkn evos plating instr) broke in the 2.0/2.7mm double-ended drill guide and is stuck so they need a new drill guide. All pieces where retrieved from the patient. The procedure was resumed, without any delay, using a s+n back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. Consequently, the causal relationship between the s&n device and the reported issue cannot be confirmed. According to the report, the procedure was completed without any delay, using a s+n back-up device. Since it was reported the patient was not injured as consequence of this problem. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This is a single use device, surgical technique or damage from misuse are likely potential factors that could contribute to the reported event. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.internal complaint reference number: case-2022-00126382-1

Manufacturer narrative:
H3, h6: the associated devices were returned and evaluated. The visual inspection revealed a drill bit is stuck inside the 2.0mm side of the guide, rendering the device inoperable. The drill bit is broken. The device shows signs of significant wear and use. The visual inspection revealed the guide has a drill bit stuck inside it. The drill bit is broken. The device show signs of significant wear and use. The clinical/medical investigation concluded that, as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. Consequently, the causal relationship between the s&n device and the reported issue cannot be confirmed. According to the report, the procedure was completed without any delay, using a s+n back-up device. Since it was reported the patient was not injured as consequence of this problem, no further clinical/medical assessment is warranted at this time. Device specific identifiers were not provided for the drill bit. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management file and prior actions review could not be performed. For 2.0/2.7mm double-ended drill guide: a review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of instructions for use for care, maintenance, cleaning and sterilization of smith & nephew orthopedics devices revealed that visually inspecting for damage or wear, including components in their disassembled state prior to re-assembly as well as ensuring components are re-assembled securely is indicated. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. With the results of this investigation the root cause of this event could not be determined. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.